Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014 inratio2: 2.3, lab: 7.2. Time between tests: 30-45 minutes; therapeutic range: 2-3. Tech service rep spoke with the nurse to clarify case. On (B)(6) 2014 lab inr=7.6, no inratio result; the patient was notified by physician and to withhold coumadin and take vitamin k. On (B)(6) 2014 patient saw the physician for a physical. There were no symptoms of elevated inr. Patient stated on (B)(6) 2014, he took coumadin and did not take vitamin k as instructed by physician. On (B)(6) 2014 the lab inr=7.2 (from (B)(6) 2014) was reported to physician. Nurse contacted pt to check for bleeding; patient said there was none. Nurse instructed patient to take vit.k if he had not already done so or not check his inr on (B)(6) 2014. On (B)(6) 2014 patient took vitamin k. On (B)(6) 2014 coumadin was withheld; inratio=1.4, no lab result.